Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-apr-2019) is considered to be a best estimate. This MDR represents bard soft mesh pre-shaped w/ keyhole (device #2). An additional supplemental emdr was submitted to represent the bard pre-shaped with keyhole mesh (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2019 ¿ patient was diagnosed with indirect bilateral inguinal hernia, femoral hernia and umbilical hernia thereby underwent open repair with the implant of bard pre-shaped with keyhole mesh (right - device #1) & bard soft mesh pre-shaped w/ keyhole (left - device #2). Per operative notes, ¿on right, a large indirect hernia defect was identified. Floor was reinforced using bard pre-shaped with keyhole mesh (device #1), which secured to symphysis pubis using suture. On left, a small indirect hernia and femoral hernia was noted. A bard soft mesh pre-shaped w/ keyhole (device #2) was secured to pubic tubercle using sutures. An umbilical hernia was repaired using sutures.¿ (B)(6) 2020 ¿ patient was diagnosed with bilateral inguinal pain, recurrent direct right inguinal hernia, recurrent ventral hernia thereby underwent open repair with the implant of bard pre-shaped with keyhole mesh (right - device #3) for right inguinal hernia and bard flat mesh (device #4) for ventral hernia. Per operative notes, ¿on right, a recurrent hernia was noted. The ilioinguinal nerve and genitofemoral nerve encased in scar was amputated. The iliohypogastric nerve was found proximity to previous mesh was divided. A large pre-shaped with keyhole mesh (device #3) was placed and tacked to pubic symphysis. The recurrent ventral hernia was repaired using a bard flat mesh (device #4), which tacked to overlying tissue to abdominal wall circumferentially. In left groin, scar was encountered. Left iliohypogastric nerve and genitofemoral nerve were resected.¿